Event description:
It was reported that while in use on a patient, "the autofuser was set to 10ml per hour and the autofuser emptied completely in 24 hours. The patient had a wound vac on". Additional information received stated that "the patient was lethargic and difficult to arouse. Lipids were infused to counteract the ropivacaine and the patient seemed to respond to this. The issue was resolved by discontinuing the autofuser with ropivacaine".

Manufacturer narrative:
(B)(4). The reported complaint of the pump emptying too quickly could not be confirmed based on the sample received. The customer returned one autofuser kit. Visual examination of the returned sample revealed the pump was returned completely empty with no medication. A device history record review was not performed for this investigation because a teleflex recognized batch/lot number was not provided. Based upon the information provided and the condition of the sample received, the potential cause of this complaint could not be determined. The returned sample will be returned to the supplier for further evaluation. This complaint will be reopened, and the investigation will be updated once the supplier's results become available. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, "the autofuser was set to 10ml per hour and the autofuser emptied completely in 24 hours. The patient had a wound vac on". Additional information received stated that "the patient was lethargic and difficult to arouse. Lipids were infused to counteract the ropivacaine and the patient seemed to respond to this. The issue was resolved by discontinuing the autofuser with ropivacaine".

Manufacturer narrative:
Qn# (B)(4).